Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the filtration element was returned with blood on the membrane, consistent with the reported use. The filtration element was returned on the distal portion of a cut 27 cm length unknown guide wire. The entire circumference of the filtration element membrane was torn 2 mm distal to the platinum marker. The distal portion of the torn membrane was inverted over the tip. The four filter nitinol wires were broken 2 mm and .5 mm distal to the platinum marker. The tether was broken. There was no other damage noted to the filtration element. Only the filtration element and cut guide wire were returned. An attempt was made to remove the filtration element from the cut guide wire, but it was not able to be removed. Based on the returned device analysis, and judging by the surface appearance of the separations (which was smooth), it appears that the nitinol frames of the filtration element along with guide wire were intentionally cut. This cutting was not reported and it is not known why the cuts were made. It may also be possible that the filtration element and guide wire interacted with the atherectomy device during use; however, this could not be confirmed. There is no indication of a product quality deficiency. As it was reported that the emboshield nav 6 was used in the peroneal artery, it should be noted that the product instruction for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. It could not be determined if the off-label use caused or contributed to the filter separation. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents for filter detachment or use technique reported for this lot. As part of the manufacturing quality process, all embolic protection devices are visually inspected for damage and a sampling of units is visually, dimensionally and functionally inspected. Overall, a conclusive cause for the filter damage could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that the patient underwent rotational atherectomy in the peroneal artery and the emboshield nav6 was used off label to catch any microemboli that the atherectomy device may not have been able to get. The procedure went well with no adverse patient effects. After the emboshield nav6 was removed from the patient in the retrieval catheter, the physician wanted to see what was inside the filter. Reportedly, the nav6 filtration element was taken out of the retrieval catheter and the filtration element fell apart. There was microemboli in the nav6 filtration element. There was no additional information provided.